Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 and calcium results for one patient sample from the cobas 6000 c 501 module. Of the data provided, only the sodium results were discrepant. The initial result was 160 mmol/l and the repeat result on (B)(6) 2019 was 146 mmol/l. The initial result was reported outside of the laboratory and was questioned by the doctor. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative was unable to determine a root cause. Calibration, qc, and precision testing were completed and were within specification. The performance of the instrument was verified. The investigation did not identify a product problem. The cause of the event could not be determined.